Manufacturer narrative:
(B)(4).

Event description:
Rec'd info of a complaint regarding the user of a titan anchor device. The pt claims an alleged unspecified injury caused by unspecified issues with the device.